Event description:
A nurse reported a patient was admitted to a hospital on (B)(6) 2014, due to peritonitis. According to the reporting nurse, the patient broke aseptic technique prior to being hospitalized and acquiring peritonitis. The nurse reported the patient has untrained family members performing the setup, initiation, and termination of the continuous cycler - assisted peritoneal dialysis (ccpd) and continuous ambulatory peritoneal dialysis (capd) treatments. The sample was discarded and is not available for return. The lot numbers are unknown. On an unknown date after being admitted, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis, for an unknown reason. As of (B)(6) 2014, the patient remains hospitalized, it is unknown if the patient's signs and or symptoms of peritonitis has resolved, and it is unknown if the patient will change treatment modalities back to ccpd.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.